Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using a flexiva 200 laser fiber, the fiber was already broken when it was removed from the package. There was no packaging damage noted. The fiber was not used in the patient. The procedure was completed with another flexiva 200 laser fiber without complications to the patient, who is reportedly 'fine' post procedure.

Manufacturer narrative:
The patient is reported to be over 18 years of age.

Manufacturer narrative:
Visual analysis of the returned fiber revealed approximately 4.0 of exposed glass tip remaining. The fiber is fractured 74 mm from the distal tip.

Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using a flexiva 200 laser fiber, the fiber was already broken when it was removed from the package. There was no packaging damage noted. The fiber was not used in the patient. The procedure was completed with another flexiva 200 laser fiber without complications to the patient, who is reportedly 'fine' post procedure.